Event description:
The customer received questionable ion selective electrode (ise) sodium result for 17 patient samples from the integra 400+ analyzer serial number (B)(4). The samples were repeated on integra 400 analyzer serial number (B)(4). Of the data provided, the results for 14 were discrepant. The erroneous results were reported outside the laboratory. The repeat results from integra 400 analyzer serial number (B)(4) were believed to be correct. Patient 7 was treated with fluid bolus of normal saline at 10 ml per kilogram, but was not adversely affected. The field service representative determined there was a damaged sodium electrode and replaced it. The customer performed a precision check. The calibration completed without errors in both direct and indirect mode.

Manufacturer narrative:
Further investigation could not determine a specific root cause. Roche diagnostics has not received any complaints of a similar nature for sodium electrode lot 21523353 and this was considered an isolated event.